Event description:
Security responded to person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the report, the operator did not press the analyze button despite voice prompting by the device to "push analyze" and then, twice during the incident, the device prompted several times before the operator pressed the analyze button delaying rhythm analysis for over a minute each time. Paramedics arrived with a manual defibrillator and delivered an unk number of shocks. The pt was transported to the hospital but their outcome is unk.